Event description:
New information received notes that the patient presented remotely for follow-up. It was found that the implantable cardioverter defibrillator (ICD) had re-occurred crosstalk events. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming changes were performed to resolve the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited crosstalk events. The patient was noted to be asymptomatic. No intervention was performed. There were no patient consequences.